Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r thr on (B)(6) 2023. Revised on (B)(6) 2025 due to leg length discrepancy. All components revised with another manufacturer's system.